Manufacturer narrative:
(B)(4). The patient was continued on plavix post-procedure and was discharged (B)(6) 2017 with no adverse sequelae. No additional information was provided. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with chest pain and a non-st-elevated myocardial infarction (nstemi), and was hospitalized on (B)(6) 2017 for treatment of a non-calcified, 80% occluded, de novo lesion in the non-tortuous mid left anterior descending (lad) coronary artery. Pre-procedure, the patient was administered 600mg plavix and started on heparin (anticoagulant medications). The lesion was pre-dilated to 15 atmospheres (atm) using an unspecified 3.5x15mm non-compliant (nc) balloon. A 3.5x23 absorb gt1 bioresorbable vascular scaffold (bvs) system was advanced without issue via radial access and the scaffold was successfully deployed at 13 atm. Post-dilatation was performed with an unspecified 3.75x15 mm nc balloon inflated to 13 atm. The resulting post-deployment stenosis was 0%. Heparin was continued post-procedure. Thirty minutes later, the patient began experiencing chest pain, nausea, and vomiting. An st elevated myocardial infarction (stemi) and in-scaffold thrombosis were confirmed (vessel was 100% occluded with thrombus). The patient was returned to the cath lab and was administered a bolus then continued intravenous drip of aggrastat anti-clotting medication. Additional dilatation was performed via femoral access with an unspecified 3.0x30mm nc balloon inflated to 13 atm. A 3.0x23mm xience alpine was then deployed over the distal half of the absorb scaffold and a 3.5x15 xience alpine was deployed in the proximal half, successfully treating the thrombosis, resulting in 0% stenosis, and successfully resolving the chest pain, nausea, vomiting, and stemi.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of dissection, angina, myocardial infarction and thrombosis, as listed in the absorb gt1 instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. The cine was received and reviewed by a clinical specialist who concluded the following: initial scaffold deployment left distal scaffold under-expanded. There is an irregularity at the distal edge of the scaffold that may be a dissection. Thrombosis is treated with overlapping des extending distally and proximally to the deployed scaffold. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed medwatch report, additional information received confirmed that the reported lesion pre-dilatation resulted in less than 40% lesion stenosis. No additional information was provided.